Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: d334drm, implantable cardioverter defibrillator.  (B)(4).

Event description:
It was reported that the right atrial (ra) lead experienced low p-wave measurements. In addition, the atrial lead impedance has dropped in the last 2 days following open heart surgery. The ra lead remains in use and the physician is currently monitoring the patient. No patient complications have been reported as a result of this event.